Event description:
The lay reporter called lifescan (lfs) in 2005 and alleged that the lay user's meter would not power on. The medical affairs specialist attempted unsuccessfully to reach the pt for more clinical info. A letter will be sent as a second attempt to reach the pt. The reporter was unable to state when the user was last able to test on the meter. It is not known if the pt was able to test on her meter at the time of the event. At one point the pt contacted emergency services and the result on the healthcare professional's meter was 30 mg/dl. The reporter was unable to state if the pt had symptoms at the time of testing. The pt was treated with intravenous fluid. While troubleshooting with the lfs customer service rep, the meter issue was resolved. The meter powered on and the pt performed a check strip test, which passed. It would have been helpful to know how long the pt was unable to test on her meter, what, if any, symptoms she had at the time of the 30 mg/dl result, and what, if any, medications that the pt is taking.